Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary cabinet was not detected on the bus. A field service engineer inspected and found all cabling and the flex cable appeared to be in good condition, with no visible tears or cuts. The main medstation was fully functional. And identify the issue as being related to the wireless network adapter being enabled. Successfully isolated and disabled the adapter, which resolved the issue. All drawers became fully functional. The customer was able to inventory all tower doors and drawers without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, 7 drawers and 3 tower doors were failed to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.